Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A technical support specialist verified that the station was operational and functioning properly without any problems. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system went offline and could not be powered on. The customer tried to recover the station by rebooting it, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.